Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon elongated upon removal and after removal while she urinated tampon pieces came out of her body. She also has been experiencing abnormal pressure in her abdomen and was unsure if this was due to the flu or the tampon falling apart. She has not experienced any other symptoms and has not sought medical attention.